Event description:
It was reported that while using the surgical fiber during prostate procedure, the fiber tip was damaged at 110,840 joules of use; the fiber was replaced and the procedure continued using a second fiber. At 82,499 joules of use, the tip of the second fiber was damaged. The case was completed using a third surgical fiber. There was no injury reported. This report is for the first surgical fiber.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit char, devitrification and melted glass; a white substance was noted inside the cap at the distal tip. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduce tissue vaporization efficiency. The cap condition may also result in a forward firing condition of the side-firing surgical fiber. Fiber card analysis: analysis of the fiber card indicated fiber usage (B)(4) 2013; this date does not match the reported procedure date. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.